Event description:
There is no pt involved in this event. This device is emitting an audible "device svc required" warning message, which indicates that the device may have failed a routine self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform if required.